Manufacturer narrative:
The MFR's report number for this case is 9681138-2009-00132. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a (B)(6), male, pt, who received super poligrip (formulation unk) over a period of 15 years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. An unk time later, the pt "suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to his super poligrip use." According to the claim, these injuries left the pt "unable to perform his normal, customary, and daily activities." Super poligrip was discontinued in (B)(6) 2009. At the time of reporting, the events were unresolved. Medical records received 08/07/2009: on (B)(6) 2009, the pt was hospitalized with a three to four week history of worsening lower extremity weakness with difficulty in walking and a fall. It was noted that the pt had a femoral-popliteal bypass earlier in the year, and he stated that his legs had not "worked right" since that time. The pt was diagnosed with demyelinating/axonal polyneuropathy of unk etiology, and it was felt this could be due to guillain-barre syndrome. The pt was noted to have anemia with low reticulocyte count that had been previously worked up. It was felt this could be due to chronic disease or kidney disease. The pt was discharged on (B)(6) 2009 and was able to ambulate with a quad-cane at that time. Upon f/u on (B)(6) 2009, the pt was worse, and on f/u on (B)(6) 2006, it was noted that he had undergone physical therapy and been fitted for afo braces. The pt felt that he was slowly improving. Repeat emg studies on (B)(6) 2006, were unchanged from those done during his hospitalization. It was decided to treat the pt with ivig for five days on (B)(6) 2006 to (B)(6) 2006. At f/u on (B)(6) 2006, the pt had hit a plateau after some mild improvement. He continued on physical therapy with mild improvement noted at f/u on (B)(6) 2006. At a hematology visit on (B)(6) 2006, it was noted that the pt had been treated with aranesp and niferex and then procrit for his anemia. Bone marrow biopsy on (B)(6) 2006 was normal. The pt had an episode of acute anemia secondary to a gastrointestinal bleed in (B)(6) 2006. He was given blood transfusions and had been stabilized on iron therapy. On (B)(6) 2006, the pt was seen at the (B)(6) clinic where bone marrow biopsy showed marked erythroid precursor vacuolization. Subsequent copper level was found to be very low. He was then initiated on copper supplementation with improvement in both his anemia and leukopenia. At f/u on (B)(6) 2006 and (B)(6) 2007, the pt's energy was improved, but he continued to have significant neuropathy. His anemia and leukopenia had continued improvement.